Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient suffers from pain and injuries of a permanent nature. **update** (B)(6) 2013-sales rep reported revision surgery on right hip due to pain, high metal ion levels and osteolysis. Surgeon decided to leave the asr shell implanted. Also noted doi was 5/7/2007. There was no new information that would change the outcome of the investigation. **update** ((B)(6) 2013) - patient fact sheet was received. The dor (right) has been updated. There is no new information that would change the outcome of the investigation. **update** (B)(6) 2013-sales rep reported patient underwent left hip revision due to osteolysis. There is no new additional information that would affect the investigation. Dor: (B)(6) 2013. **update** - medical records received (B)(6) 2013. Revision operative report indicates the following: significant amount of metallosis throughout the hip with a significant amount of metal debris; significant amount of synovial fluid; metallosis type tissue throughout the hip; significant amount of dehiscence and complete loss of the posterior capsular tissue; significant amount of corrosion on the head and neck; dead and necrotic looking tissue.